Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: alcl lymphoma, seroma, and lump/nodule. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further information from the reporter regarding event, product, or patient details has been requested. However it was noted that no additional information could be provided. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reports alcl. As the diagnosis was confirmed by the lymphopathy network it is classified as a confirmed case of alcl. The periprosthetic capsule contains a lymphomatous proliferation. This fibro-collagen shell is internally bordered by a fibrinous material containing clusters of lymphoid cells large, pleomorphic, with an irregular or reniform nucleus. Their chromatin is immature and nucleolated. Absence infiltration of the capsule and peripheral adipose connective tissue. Strong positivity of cd30 at the level of tumour cells. The additional immunodetections performed at the institute show the following profile in tumour cells: cds: positive. Cd15: rare weakly positive cells. Granzyme b: positive. Cd3, cd4, cd20, paxs, ema: negative. Cd8, tia1 and alk: are not interpretable due to block exhaustion. This relates to the right side. The manufacturer of the device is unknown. Device has been explanted.